Event description:
Ligasure stopped working. Staff tried troubleshooting by powering on/off, re-plugging the device, and cleaning char off device and the sealer would not work. A new ligasure was used to complete the case.